Event description:
It was reported that the catheter was replaced due to a kink. The reporter stated that the patient had recently fallen and post-fall saw his doctor. At that time an x-ray was performed on the lumbar site and the catheter 'appeared to be kinked'; however, the patient was reported to have no therapy issues at the time and the reporter was unsure as to why the revision was being performed. Following the revision the patient was reported to have 'resumed back to normal therapy'. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information was received. It was reported that there was fracture in the distal segment of the patient's catheter found during a catheter dye study. It was unclear if there was a kink as well as the fracture, or if the fracture had originally appeared to be a kink. The patient had been hospitalized and had experienced decreased relief. It was noted that the patient recovered with sequela from the "serious, life-threatening injury or illness".

Manufacturer narrative:
Product ID 8709sc, lot# n304023001, implanted: (B)(6) 2012, product type catheter; product ID 8 591-38, lot# d13675, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).